Event description:
It was reported that the insulin pump alarmed button error and the alarm could not be cleared. The blood glucose reading was 55 mg/dl. The customer stated that she may have been sweating so the device may have been exposed to moisture. She also noted that she had treated her low blood glucose by eating; she stated that she took too long to eat, which caused her to drop in blood glucose. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No button error alarm was noted during testing. The rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.